Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a damaged display issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with an insulin pump. It is not known if the patient made changes to her usual diabetes management routine. On (B)(6) 2012 between 8am-11am, the patient claims she felt symptoms of thirst, frequent urination, irritability and hunger. The patient administered self 5 units humalog insulin as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was indication of misuse. The patient reportedly left an alcohol swab on the subject meter display which may have caused the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a white/spotted display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.